Event description:
The reporter stated, the surgeon inserted a 22.5 diopter aq2010v silicone three piece lens, but the black haptic caught in the cartridge and was torn. The lens was removed with no patient injury. The reporter stated, the lens felt tight in the cartridge while being inserted, and the cause of the torn haptic was due to the cartridge. The cartridge used has not been approved with this lens or injector.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the cartridge returned with no visible damage. The lens was returned with the lens optic torn into two pieces. One haptic was torn off and was stuck in cartridge. There was evidence of clear surgical residue and reddish residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.